Event description:
The facility reported a pump with depleted main batteries. This problem occurred during bio-med testing. There was not patient injury or medical in intervention necessary according to the hospital representative.